Event description:
It was reported that the bed exit was not making a sound due to speaker damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.